Event description:
Patient reported that, while troubleshooting recurrent occlusion errors, they discovered that insulin had leaked inside of the device's insulin cartridge compartment. Additionally, they indicated that the device's piston rod appeared to be rusting. Patient's blood glucose was not affected and no tretment was received.